Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A drill bit fractured off inside the 2.0 drill sleeve on the device, rendering it inoperable. The device was manufactured in 2019 and shows signs of extensive use. The medical investigation concluded that, per the report, all the broken drill guide broke pieces were recovered from inside of the patient. Per communications, the procedure completed using an s&n backup device. Since there was no delay in the procedure or harm to the patient, no further clinical/medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during use in surgery, the 2.0/2.7mm double-ended drill guide broke off inside the patient when drilling. All pieces were recovered. A back-up device was available. Surgery was not delayed. The patient was not harmed beyond the aforementioned event.